Event description:
It was reported that the stent was damaged. The lesion being treated was located in the left main. During preparation, a 12x3.00mm promus premier stent delivery system was unpacked and the proximal part of the stent was noted to be bent. The device was discarded and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).